Manufacturer narrative:
H10: the customer replaced the power cord and started charging. The field service engineer (fse) confirmed the device is ready to be used and charging due to ac cable replacement. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not taking charge. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that the battery is not charging. The customer trouble shot and found that power management (pm) board needs to be replaced. The customer attempted to order replacement pm board and was told it was on backorder.